Manufacturer narrative:
Concomitant: product ID 37791, serial# unknown, product type recharger. Product ID 3777-60, serial# (B)(4), implanted: 2012-(B)(6), product type lead. Product ID 3777-45, serial# (B)(4), implanted: 2012-(B)(6), product type lead. Product ID 37754, serial# (B)(4), product type recharger. Product ID 37744, serial# (B)(4), product type programmer, patient. Product ID 37711, serial# (B)(4), implanted: 2012-(B)(6), product type implantable neurostimulator. Product ID 3777-45, serial# (B)(4), implanted: 2012-(B)(6), product type lead. Product ID 3777-45, serial# (B)(4), implanted: 2012-(B)(6), product type lead. Product ID 37711, serial# (B)(4), implanted: 2012-(B)(6), product type implantable neurostimulator. (B)(4).

Event description:
It was reported the patient saw the "antenna too hot" hermometer icon right away when charger either of their stimulators. It was noted the issue started four months prior to report. It was reported one of the stimulators was in overdischarge because of the issue, the other was not. Anomaly appeared to have occurred through product use. No indication of patient harm. C500, no device returned. It was reported eleven months later that the implantable neurostimulators (ins) were malfunctioning, most likely the inss are both overdischarged. The patient was not feeling stimulation. The last successful recharge was unknown. The inss have been dead for over a year. The patient had issues/trouble with recharging and that was why recharging was not maintained. Every time the patient tried to charge she got the thermometer screen. The patient was sent a new recharger antenna but that didn&#38176;resolve the issue. The device was not working. Additional information has been requested to find out if any troubleshooting or intervention was required and to obtain the outcome of this event. If additional information is received, a follow up report will be sent. Reference manufacturer report# 3004209178-2015-14215.